Event description:
It was reported that a patient had an infection after being implanted with a trial interstim tined lead. In (B)(6), a week after the initial implant of the trial lead, the lead was explanted due to an infection. The primary location of infection was the device pocket. There was redness and drainage. The type of organism cultured was(B)(6). This resulted in a total device explant. The patient had a history of diabetes and there were no perioperative antibiotics administered. The patient treatment is ongoing.

Manufacturer narrative:
(B)(4).